Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the ventilator stopped ventilating and generated noisy alarm. The patient was manually ventilated via ambu bag and the ventilator was exchanged. No injury reported.

Manufacturer narrative:
The log analysis showed that during the event an internal voltage had dropped below the specified minimum. This was attributed to a sticking mixer cartridge. The two mixer cartridges for air and oxygen have been replaced and sent to the manufacturer for investigation. The investigation revealed that oxygen cartridge jammed temporarily. The deviation is detected by the internal monitoring of the respirator and a warmstart is initiated to restore valid conditions for continuing of ventilation. During the warmstart the breathing system is opened to atmosphere to allow spontaneous breathing and a continuous alarm is generated. If the boot sequence is finished (this needs about 8sec) ventilation is continued with the previous settings. ¿mv-low¿ alarm is generated until the lower alarm limit for mv is reached. If the problem could not be fixed, the warmstart can be repeated. The device behaved as specified for the given condition and performed warmstarts to restore ventilation. The failure rate of the concerned valve is within the accepted range.

Event description:
Please see initial-report.